Manufacturer narrative:
H.6. Investigation: the quality engineer inspected the sample submitted for evaluation. Through the inspection of the device, no abnormalities such as damage or deformation were found. The q-syte of the actual product was connected to the end (male lock connector) of the infusion set where the actual products passed the liquid normally. Since no abnormality was found in the actual product and no reproduction was obtained, it was judged that this event was a poor fluid flow due to the mating condition with the infusion set connected to this product. It is possible that the q-syte septum did not open sufficiently and the drug solution did not flow due to incomplete connection or looseness of the mating part, or dimensional variation of the male lock connector insertion part when connecting to an infusion set or syringe made by another company. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns IV line was blocked when the male luer was connected. This occurred 3 times during use. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the hcp connected 385431-zat to the IV line and started infusion; however, the fluid didn't flow. This issue occurred in three cases, in which 385431-zat from the complaint lot ((B)(4)) was used. When attempting to use another lot product, the fluid flowed." "This flow issue occurred when the male luer was connected to q-syte."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns IV line was blocked when the male luer was connected. This occurred 3 times during use. The following information was provided by the initial reporter, translated from (B)(6): "according to the customer's report, the hcp connected 385431-zat to the IV line and started infusion; however, the fluid didn't flow. This issue occurred in three cases, in which 385431-zat from the complaint lot (2107022c) was used. When attempting to use another lot product, the fluid flowed." "This flow issue occurred when the male luer was connected to q-syte."